Manufacturer narrative:
(B)(4). Date sent: 1/16/2024. D4: batch # 847a75. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the return reload. The analysis results found that one tr45w reload was received with no apparent damage and partially fired 1/2 and with the reload lock out spring normal. No functional test could be performed due to the condition of the reload. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 847a75, and no non-conformances were identified.

Event description:
The device was received with no complaint information. No further information is available.